Event description:
It was reported that 3 of the catheters that were crimped so bad on the very tip that he could not use them.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be due to "misassembled packaging (incorrect position of packages inside the box) or component kinked or damaged from supplier". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 3 of the catheters that were crimped so bad on the very tip that he could not use them.